Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the severely tortuous left forearm vessel. After non-bsc guidewire crossed the lesion, a 3.0mm x 20mm x 135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.